Event description:
The customer stated that while displaying communication failed, the c-arm went down and it will not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.